Event description:
It was reported that a patient underwent had their shoulder stem removed 6 weeks post opp due to metallosis.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Please note the correction made to the g1 (manufacturing site for devices) the reported event that the 4.5mm peripheral screw - 48mm was alleged of issue "metallosis" could not be confirmed. The device inspection revealed the following: the lot # of the returned 4.5mm peripheral screw - 48mm could not be identified. The screw is relatively new, no major wear mark was visible. It was not possible to determine if metallic particles were created. It was not possible to confirm the reported metallosis, as not enough information was provided in this case. Furthermore, as indicated by medical experts, "metallosis is about the type-IV immune response to the accumulation of metal particles within tissues. There are cases of early arthroplasty failure due to metallosis, yet these patients usually do well initially and start to get pain and joint stiffness after months, leading to revision within 2 years.". However, the reported metallosis was observed after 6 weeks of implantation, a post-surgical lapse of time much shorter than what is usually observed for such response. This gives further indication of the lack of evidence pointing towards metallosis and the impossibility to confirm the reported event. Based on the investigation, no problem could be detected on the screw and the link with a possible metallosis could not be established. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that a patient underwent had their shoulder stem removed 6 weeks post-op due to metallosis.